Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned for analysis and/or if additional information is received. Product and event verification: a review of the logs showed the harmonic ace instrument (part #480275-08 / lot #m90200809-0069) was replaced with another harmonic ace instrument (part #480275-08 / lot #m90200804-0097). The logs confirmed the harmonic ace instrument (lot #m90200809-0069) was last used on (B)(6) 2020 during this reported procedure with system sk3352. The harmonic ace instrument (lot #m90200809-0069) is a single use instrument, and the alleged event occurred on the first and final life of the instrument. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and continued with the case. The fragment is available for return to intuitive surgical, inc. (Isi) for evaluation. The surgeon was reportedly dissecting tissue at the time of the event and it was noted that the fragment fell inside the patient during instrument tip/accessory collision. There were no photographic images of the device/fragment(s) or a video recording of the procedure. The procedure was completed as planned with no report of patient harm, injury, or adverse outcome. On 24-nov-2020, isi received medwatch user facility report (B)(4) stating: "during an xi myomectomy-laparoscopic robotic assisted 020-8137 with morcellation and chromopertubation surgical procedure, one side of the blade broke off of the instrument." Isi obtained the following additional information regarding the reported event: the isi clinical territory associate (cta) was onsite and came in the operating room (or) a few minutes after the harmonic ace instrument failed. The additional information was obtained from the surgeon and operating room staff. The site was performing a da vinci assisted myomectomy surgical procedure. The harmonic ace instrument performed as intended up until it broke. The surgeon does not remember clearly, but noted that the harmonic ace instrument might have touched a tenaculum forceps laparoscopic instrument and caused the instrument breakage and subsequent fragment falling issue. After the blade of the harmonic ace instrument broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure with a laparoscopic instrument. No additional surgical procedure was required, and there was no harm to the patient. There were no post-operative tests performed to check for remaining fragments. The harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for 5 minutes prior to the issue. The harmonic ace instrument was removed during the procedure (prior to the breakage). Upon final removal of the harmonic ace instrument, there was no resistance through the cannula. The surgical staff did not notice any other damage to the harmonic ace instrument or the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The harmonic ace instrument was reportedly sent back to isi for evaluation. The procedure was performed on a (B)(6) year old female who was born on (B)(6) and weighed (B)(6) lbs. No additional patient-related information was available.